Event description:
E-mail received from the sales rep. Informed the following - ¿customer reported that: giving us problems with threading into skull. Most all of us have had issues not being able to screw in bolt easily or people think they start to grab and then fall out". (B)(6) 2014: sales rep. Reported: 1 - this complaint is considered a customer general dissatisfaction with the product. 2 - no patient¿s information available. 3 - no adverse consequences and/or delay in surgeries greater than 30 minutes were verified. 4 - no complaint samples available for evaluation. 5 - no other details available at this time. (B)(6) 2014: customer reported: ¿the skull bolts had a tendency of becoming loose after a few days of being used in the patient; however, they were not replaced with new ones and it did not cause any adverse consequences to the patients¿.

Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman; therefore; the evaluation could not be performed. In the absence of the complaint sample, a lot history records review for p/n 82-6638; lot # crdc46 was conducted and it was verified that all products in this lot number were conforming to the required specifications when released to stock on april 29, 2014. The difficulty reported by the customer could not be determined. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed. Gtin: (B)(4). Complaint sample will not be returned.